Event description:
It was reported that the implant did not deploy. The procedure was completed using an alternate method (suture only). No patient injury or other complications were reported.

Manufacturer narrative:
The returned q-fix was received with its implant completely removed from the device. Proximal jam cleats were found exposed which indicates the device deployed. The device was opened and all components were present and in a deployed position. No visual discrepancies were identified on the device that would indicate a device failure. The q-fix device is a single use device therefore a functional test could not be performed in the received condition. Based on visual inspection, customers complaint was confirmed as the anchor was received with the device; however, an exact root cause for the failed anchor deployment cannot be determined with confidence based on findings. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: maneuvering the device inside the bone hole. Incorrect implant insertion which can result in a failed deployment. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.